Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use. The hp cycled the power to get a system error 2367, then again to clear the alarms. The baxter technical services representative explained the alarms. The patient was connected at the time of the alarm. He had disconnected prior to the alarm and reconnected to the set. Proper procedures were reviewed with the patient. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. He stated that the patient had told the clinic about the incident. The patient had had some shoulder pain, but it dissipated and he was going well now. There were no other adverse effects reported in relation to this event, and the patient was continuing therapy on the homechoice.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.